Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and 11 months and 9 days later, the patient experienced a sudden cardiac arrest, from which th patient did not recover and subsequently expired 3 days later. It was further alleged to have been caused by the patient's exposure to the product during dialysis.